Event description:
(B)(4) is the initial importer of the device. End user's son-in-law installed the elevated toilet seat on her toilet. In the middle of the night the end user went to use the device for the first time. She fell off the unit and sought medical attention afterwards. The fall allegedly caused her hip to break. No specific information received on product failure. The device manufacturer cannot be identified at this time.